Event description:
It was reported that during a lap renal procedure, the jaw had a difficulty in opening and closing from the beginning of use in the 1st device. Although the device was cleaned with physiological saline, the event continued. The same event occurred in the 2nd device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good physical condition. Testing found a short on the device when the jaws are fully closed and when dipped with saline, resulting in a yellow message screen "reposition jaws and reactive" this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). No issues were noted with opening and closing of the jaws. The instrument was disassembled and a short between the electrode and the bottom jaw was found. No conclusion could be reached as to what caused this issue.